Manufacturer narrative:
Approximate age of device: 2 years and 10 months. The lvad was returned to the manufacturer for analysis. Evaluation is not complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had sepsis and the family decided to withdraw care. The patient expired on (B)(6) 2015. An autopsy was performed and reportedly a biofilm was noted over the outflow graft. Cultures of the biofilm were positive for gram positive cocci.

Manufacturer narrative:
A direct correlation between the patient outcome and the returned device could not be determined. It was reported that the patient had sepsis and the family decided to withdraw care. The center reported that an infected biofilm was noted over the outflow graft at explant. The inlet cannula, outflow graft attachment, and outflow elbow were occluded with fixed green deposition mixed with fixed blood. Similar deposition was present in the inlet and outlet stators. The body of the rotor was surrounded by deposition consistent with a biological lining that had been exposed to a fixative agent. The depositions appeared to be non-laminated and may have formed as a result of a low flow event or interruption in flow; however, the original color and structure of the deposition could not be determined as these characteristics were altered by the application of a fixative agent. A specific cause for the development of the depositions and a duration in which they were present in the pump cannot be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.